Event description:
Rn reports a leak at the twist clamp of a transfer set. Transfer set is changed and prophylactic antibiotics are prescribed. Pt refuses the antibiotics but appears to be doing well.